Manufacturer narrative:
Product was not returned to zimmer biomet for investigation. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of the complaint history identified an additional complaint (B)(4) that was investigated, and it was determined that no further action is required as the pce determined that the root cause was most likely user error and the parts have different manufacture dates. Review of device history records found three units were rejected during the manufacturing process. These three units were reworked and then accepted for distribution. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that patient underwent an anterior talofibular ligament (atfl) procedure on (B)(4) 2016. During the procedure, the surgeon stated that the tip of the juggerknot inserter was bent so they were unable to insert it into the patient's bone. It is unknown if the juggerknot was received bent or if the tip bent after the surgeon attempted to use it. As a result, the surgeon used another juggerknot to complete the procedure. This resulted in a delay of 5 minutes.